Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, legal manufacturer's final investigation and a correction to d4. D4: correction to add the serial number. The olympus service center found the reported problem could not be duplicated or confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is possible that the temperature inside the equipment temporarily increased causing an error. Since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: b5/event description: the customer reported there was no procedural or patient involvement associated with the event. E2/e3: health professional = yes/occupation: biomedical engineer. G2: health professional added as a report source.

Event description:
The customer reported there was no procedural or patient involvement associated with the event.

Event description:
The customer reported to olympus that there was an e102 lamp out error while using the visera elite xenon light source. There was no patient harm associated with the event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported an e102 lamp out error on the visera elite xenon light source while using in conjunction with visera elite video system center. The customer was not in front of the unit at the time of initial reporting but stated he had replaced the lamp and verified a third-party lamp was not being used. Tac instructed the customer to reseat the light source cable and perform a white balance. The customer called back after performing the troubleshooting instructions, which did not resolve the issue, so the customer agreed to return the device for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.